Event description:
Sus voluntary event report(B)(4) was received on (B)(6)2020 stating "cstd dropped out of chemotherapy infusion bag as the nurse was hanging the bag to start infusion. Both the patient and nurse were exposed. The infusion of chemotherapy (carboplatin) was closed using the ICU medical cstd, chemolock until the cl-3955 fell out of the bag resulting in approximately 50ml of hazardous solution falling on the nurse, patient, patient's chair and the floor where the nurse was standing. The nurse was able to insert the spike back into the bag to stop flow. The bag/tubing was contained in chemo zip lock bag then returned to the pharmacy for black bucket bulk chemo waste disposal. The pharmacy compounded a second bag for treatment of the patient."

Manufacturer narrative:
Additional information in sections b5, e3, e4, and g3. H10: no product samples, videos, or photographs were returned for investigation. No device history review (DHR) lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device was discarded and is not available for investigation. Without a returned device a probable cause is unable to be determined.

Event description:
The event involved chemolock bag spike with additive port, chemolock port the customer reported the bag spike dropped out of the bag and was freely funning on the floor from the IV pole. The chemo spill happened to both the nurse and the patient. A spill kit was used. The nurse had it in her hair, soaked her shoes, on her pants, and it was on the patient¿s chair. There was patient involvement, however, no report of patient harm.